Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The bottom case, right plunger and battery door were cracked. The event history log (ehl) review showed primary audible alarm background (bgnd) test. An infusion / occlusion test was performed and the reported problem was not duplicated; therefore, root cause could not be determined. The case bottom and both plunger cases were replaced due to physical damage; as a preventive measure, the speaker was replaced. The device passed functional tests. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump showed a primary audible alarm background test. No patient injury was reported.